Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
While using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, it was reported that during with draw the blood from blood bag, it was a 5% low draw.